Event description:
Event description cpi received information indicating that this implantable cardioverter defibrillator (ICD) will be explanted on march 20, 1997 due to an increase in the ventricular pacing impedance (>2k ohms). It was also reported that the ventricular pacing threshold was 6.5 volts and 0.5 ms. The ICD was not FDA approved in the united states. It was also noted that the atrial bipolar lead was removed from because of pace/sense maufunction.